Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: unknown lot#: unknown. It was reported by the customer that it seems that the injector connector slid apart in a disconnect manner, due to the patient position and the injector /connector positioned (unintentionally against the backing of the chair the secondary set came off of the n35 luer as well. Verbatim: the phaseal injector was engaged-needle in the nursing connector.....open fluid pathway---chemo med and blood leaked onto the floor and the patient. It seems that the injector connector slid apart in a disconnect manner, due to the patient position and the injector /connector positioned (unintentionally against the backing of the chair the secondary set came off of the n35 luer as well. I was informed that the patient mentioned they heard a pop. Not sure if that is from the tubing coming off landing on the floor......the n35 & c35 in the pictures show them moved apart---tubing is off and there is free flow while the injector/connector are barely engaged from the look of it. No patient injury or harm, this happened on a secondary set-hospira tubing and pumps. Etoposide was the infusion 50ml's left in the line of a 500-600cc infusion. This occurred toward the end of the infusion. Occurred between 12-12:15pm on 2/1 ***** please see the attached pictures. Please email (B)(6) with any further questions and your findings. Thank you! (B)(6).

Manufacturer narrative:
(B)(4) ¿ follow up MDR for additional information: following the submission of the initial MDR, additional information was received from the customer. D4: material number and medical device name updated. Annex a code updated from a0504 to the more appropriate a1203.

Event description:
Additional information: material number received and updated. Annex a udapted.

Event description:
No additional information.

Manufacturer narrative:
Three photos received by our quality team for investigation. Through visual inspection, the connection between the injector and the connector is separated but not disconnected (the injector needle is not fully inserted into the connector). It appears what disconnected and caused the leak is the tube threaded into the luer lock thread of the injector. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. It is recommended to ensure that luer connections are tight enough before use the products. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.